Event description:
A physician reported that a pt, on hyalgan (hyaluronic acid) injections, experienced right knee effusion and right knee pain following their fourth injection of their third series in injections. The pt was receiving injections in both knees at the time of the event. The pt experienced right knee pain on flexion and extension and joint effusion. The knee was not particulary warm to the touch. The physician aspirated the knee and drew back blood tinged synovial fluid. The sample was sent for analysis. Lab results dated in 2004 demonstrated that all cultures and studies were negative, with negative gram stain and no growth in cultures. The lot number was not provided. The pt recovered (no details specified).

Event description:
After internal review and discussions with MFR, this case was upgraded to serious and submitted to the FDA in 2004 under uf/dist. Report #2410673-2004-00007. Therefore, this report was down graded to non-serious and it wall be upgraded and submitted.